Event description:
The sales representative notified ballard medical that the black numbers (scales) in between the colored lines on the suction catheters rub off after a couple of days. The devices are labeled for up to 24 hours use. The numbering on the catheter tubings were coming off after the device were used beyond the 24 hours labeled timeframe. The end user stated that, without the numbers, it was impossible to gauge with any accuracy the depth of the catheter tip if inserted too far. The nurses were concerned that the numbers are actually rubbing off on the inside lumen of the endotracheal tube, at the point of catheter entry and ink may cause injury to the pt. There were no reports of pt injury nor medical intervention.